Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw bent. The sample appears used as there is biological material present on the devicfunctional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly as it fell out of the jaws. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The pivot holes for the bottom jaw were also deformed. The sample was received with 8 clips remaining in the channel indicating that (B)(4) clips were fired by the end user. R & d was consulted. The broken ratchet caused the clips to become out of position. The clip stacking can cause the clips to break, mis-load and can even cause multiple clips to fire at once. If multiple clips fired at once, the clips can become stuck in the channel. This would cause the channel box to expand and cause the jaw leg to disengage from one of the channel pivot holes. If an attempt was made to fire the device with the bottom jaw loose, the jaw can become severely bent and the pivot hole can become deformed as observed in this sample. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos.e. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One sample was returned with the bottom jaw bent. Upon functional inspection, the first clip fell from the jaws. The sample was disassembled and the ratchet ears were found broken. The broken ratchet caused the clips to become out of position. If multiple clips fired at once due to the clip stacking, the clips can become stuck in the channel. This would cause the channel box to expand and cause the jaw leg to disengage from the channel pivot hole. If an attempt was made to fire the device with the bottom jaw loose, the jaw can become severely bent and the pivot hole can become deformed as observed in this sample. The broken ratchet prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that during a laparoscopic op, the customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800868 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic op, the customer tried to pre-test but the jaw is not opened clearly so clip stuck at the jaw.